Event description:
A procedure was completed in 2008, on a clinical study, pt (male with a history of five previous endoscopic retrograde cholangiopancreatography procedures). The primary indication for the procedure was indeterminate biliary stricture, a non-psc (primary sclerosing cholangitis). During the procedure a malignant epithelial mass was visualized in the common hepatic duct and determined to be intrinsic cholangio cancer. A spybite biopsy was taken, balloon dilation was performed, and a plastic stent was placed to relieve the stricture. Twenty days post procedure, the pt experienced mild thickening of the bile duct below the bifurcation level, severity was assessed as moderate with pt symptoms of abdominal pain and abnormal liver function tests. The plastic stent was removed and the event resolved in the next day. The investigator noted the event not to be serious and unlikely related to the spyglass dvs procedure, spyscope, spyglass probe, and spybite biopsy forceps.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.